Manufacturer narrative:
Follow-up #1: date of submission 09/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/10/2016 with the following findings: during investigation, the pump was powered on to a display with normal resolution and contrast. The original complaint of a dim or faded display was unable to duplicated. The pump was opened to find no damage to the display connector or display flex cable. The display connector latch was secure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the display was dim/faded/discolored. There was no indication that the alleged issue caused or contributed to an adverse physical event. This complaint is being reported because the issue has the ability to result ininadvertent or incorrect insulin delivery or the inability to use the pump.